Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer stated the alarm would occur during a bolus delivery. The customer stated the alarm has persisted for three days. Customer was unable to troubleshoot at the time of the call. The customer declined to return the insulin pump for analysis.